Manufacturer narrative:
Per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Date of event - unknown/not provided. Telephone number: +972-545205968. The material has not returned for evaluation. Therefore; a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the cone of the patient interface had loose particles/fibers. No further information has been provided. This report is 2 of 3.

Manufacturer narrative:
In the initial report section b4 date of this report was submitted as may 9, 2022 however, the correct date is may 10, 2022. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.